Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Device logs were reviewed. Numerous alarms corresponding to low glucose events and insulin suspension were present and appeared to have triggered as designed. Insulin delivery was paused and resumed appropriately according to cgm data. There was no indication of device malfunction, dosing errors, or hardware failure. Based on available information, the cause of the user's hypoglycemia could not be determined. There is no evidence to suggest that the ilet malfunctioned. Should additional information become available, a supplemental report will be submitted.

Event description:
On 10-jun-2025, a clinical support specialist reported that on (B)(6) 2025, the user experienced severe hypoglycemia with loss of consciousness and hospitalization while using the ilet. Multiple attempts to contact the user for additional information were unsuccessful.